Event description:
New information received on 16 apr 2021, indicates that programming changes were made, and the patient was ok.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. It was noted post-procedure that the pacemaker was in backup vvi mode. No resolution was reported. The patient was stable and would be monitored.